Event description:
A us distributor contacted zoll to report that an italian patient developed a skin irritation. The patient described the irritation as weeping skin under the back therapy pads. The patient contacted the doctor who prescribed a lotion and soap. Follow up indicated the irritation improved. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The patient described the irritation as weeping skin under the back therapy pads. The patient contacted the doctor who prescribed a lotion and soap. Follow up indicated the irritation improved.